Event description:
Patient had capsule endoscopy, the capsule originally synced with the recorder, but there are gaps in the overall study. The study was able to be used, but is not complete. The study failure was reported to the manufacturer. Manufacturer response for pillcam capsule recorder, (per site reporter): we have told them many times, this issue is not limited to one lot number. They have not taken satisfactory action to remedy the situation.